Event description:
Additional information received from the consumer reported the circumstances that led to the battery depletion and longevity issue was due to the device not being reprogrammed. The left hand was receiving no help from the device. A new battery was installed on (B)(6) after the battery lasted for 1 year and 9 months with their first battery lasting 7 years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that he woke up the other morning and the handset showed that the battery was low with only one bar showing. Patient stated he is concerned how the battery went from fully charged to almost as low in less than 3 months. The caller stated that they never checked the ok to see the time left of the ins. Patient service specialist reviewed eri and eos and redirected to healthcare provider. Patient mentioned that he has an appointment with the healthcare provider on february 1st at 10am to further discuss the ins battery replacement. The caller stated that they have not had any settings adjustments made since being implanted. Patient also mentioned that his last implant lasted 7 or 8 years and this one has not lasted 1. 5 years. Patient services (pss) reviewed with the caller the settings are what effects the battery longevity. Troubleshooting was not required. The issue was not resolved through troubleshooting. The pat ient was redirected to their healthcare provider to further address the issue. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.